Manufacturer narrative:
Reported event an event regarding patient factors (cyst) involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted femoral component with the presence of biological matter and evidence of boney ingrowth. From the photographs provided there is no evidence of any damage for the device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: 'no real medical information was provided other than the pi report and an x-ray. On the pi report a revision surgery was noted as was a tibial cyst. On the x-rays the tibia appears to be loose with a line around the keel and the plateau as well a large cyst proximal medial tibia plateau. No other details were provided for review nor any medical history.' 'The event cannot be confirmed as there was a paucity of information provided.' Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's left knee was revised. As reported: "patient was having pain. X-ray showed a medial tibial cyst. Femur, tibia and insert were revised."

Event description:
Patient's left knee was revised. As reported: "patient was having pain. X-ray showed a medial tibial cyst. Femur, tibia and insert were revised."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.